Event description:
The tack endovascular system (tes) was used in a peripheral procedure. During use, a tack was deployed in the peroneal artery; however, a second tack was inadvertently deployed. Then, a third tack was successfully placed prior to the ostium. No additional intervention required and no patient injury reported. This was the first tack case performed by the physician where he accidently deployed the second tack. This product problem is being submitted because the tack inadvertently deployed. There is potential for harm if it were to recur.

Manufacturer narrative:
Block a: the patient's dob or age at time of event, sex, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. Block h3: the tack device was not returned, thus no returned product investigation was performed. Block h6: based on the information received, the interaction between the user and the device caused or contributed to the inadvertent deployment. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.